Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing door shim near the directional flow label, which was observed during evaluation and is considered confirmed. The label serves dual functionality of assisting the clinician in the proper direction the tubing should be loading and is a mitigation for incorrect set loading. It is also used as a shim to help calibrate the device based on how the door closes. The absence or damage of this label/shim could put the patient at risk. The shim was replaced during the repair process.

Event description:
During recertification of a baxter pump, it was discovered that the door shim near the directional flow label was missing. There was no patient involvement.